Event description:
It was reported that fluoroscopy of the lead showed possible externalized conductors. The lead exhibited no electrical anomalies and will continue to be monitored. The lead remains implanted.

Manufacturer narrative:
Based on the review of the fluoroscopy images provided to st. Jude medical, the conductors are not considered to be externalized. An independent physician trained to adjudicate externalization also reviewed the fluoroscopy images and concurred there was no externalized conductors.